Manufacturer narrative:
The device was used for treatment, not diagnosis. A product development event evaluation was conducted. Analysis indicated that the observed discoloration is an oil-like material that is: chemically similar to semi-synthetic lubricants, i.e. Aliphatic hydrocarbons with ester functionality. The handle is made from phenolic le grade linen which is a typical material used for instrument handles. This material has been used successfully for many years and shown to withstand repeated steam sterilization cycles without issue. The testing could not confirm the origin of the material but it is not consistent with any materials used in the production of phenolic handles (raw materials or manufacturing process) or to produce these devices and therefore had to be introduced post manufacturing. The design has been evaluated and determined to be adequate for the intended use.

Event description:
The hospital has reported issues with the stardrive screwdrivers and star/hexdriver screwdrivers leaching onto the steri peel packaging. Reportedly some have more residue than others. Reportedly, the hospital's sterile processing department has not made any changes to detergents or processing methods. This is the 1st of 6 reports submitted on this event.

Manufacturer narrative:
Device is still in the investigation process. The DHR was reviewed and no nonconformances related to this complaint were found. Residue was present on the device. The identification of the residue based on the extraction and subsequent molecular analysis indicates the discoloration observed is an oil-like material that under certain conditions (washing with detergent or exposure to elevated temperature, for example) could be expected to leach from the device handle producing the observed staining. The material is similar chemically to semi-synthetic lubricants, i.e. Aliphatic hydrocarbons with ester functionality. This testing cannot determine the origin of the identified contaminant but can verify its presence and general composition.